Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported implant fractured. Doctor removed the fractured portions from patient´s mouth and did a bone graft. Doctor will wait for healing to place another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' A full osseotite® implant 3.75 x 10mm (fos310) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device location was #24 and length of usage is approximately 3 years and 4 months pictures or x-ray images were not provided. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g ¿ october 2019 information identified: 'warnings' 'precautions' 'potential adverse events'. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number (2016092081). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016092081) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable

Event description:
No further event information is available at the time of this report.